Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing was observed via merlin.net transmission. Programming changes were discussed. The patient was stable with no adverse events reported.

Manufacturer narrative:
Further information was received indicating manufacturer reference number 2938836-2019-06853 should not have been reported as a medical device report (MDR) as the product has not been approved by the FDA and is part of investigational device exemption (ide).